Event description:
According to the company rep description: 'resident was sat on the calypso chair when plastic seat became detached from seat frame and slid underneath seat arms and became trapped. Fire brigade had to be called to free resident from calypso. Pt received bruising from the incident.' Please refer MFR report # 9611530-2013-00045.